Event description:
It was reported that a minicap transfer set was cracked. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 3 of 8.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted cracked light blue main body. Functional tests including leak testing, clear passage testing, clamp function testing and integrity of seal surface test were performed with no issues noted. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.